Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal alarm that the pump was positioned deep. The doctor did not want to adjust the depth and was left the pump as is. Care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Data review: data logs confirmed pump was in ventricle near the end of the case. Pump then was stopped manually and disconnected from the console. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. H6 health effect - clinical code 4582 was erroneously entered on the initial manufacturer device report number 1220648-2025-30897.